Event description:
It was reported that during the implant procedure when attempting to place the right atrial (ra) lead, the veins up to the superior vena cava (svc) were narrow and the lead did not progress. The lead gradually progressed to the inferior vena cava (ivc), however the j-shaped lead did not fit when the stylet was removed, various tests were performed, including insertion of the j-shaped stylet, but there were no changes. The lead was pulled again to the svc front and then tried again, but the lead could not advance through the blood vessel again. The lead was removed and checked by going outside the body. When the stylet was removed, it changed to a j shape. The lead was attempted not used and removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.